Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the family care unit (fmc) needed to resync to the server. The technical support specialist applied retry mode in the station, back up of the database, checked for encryption and decrypt, started data sync service to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, fmc needed to resync to the server because medication was printing wrong amount. The customer reported that the malfunction resulted delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.